Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed supplies and resumed insulin delivery successfully. The customer's blood glucose level ranged from 250-400 mg/dl.